Manufacturer narrative:
Patient's weight is unk.

Event description:
A vg gamma camera collimator (vpc-45) partially released from the detector head. The user completed three "liver" scan protocols on the pt using three angles. In order to perform an additional spect scan, the user began to rotate and align the detector heads in the 0 and 180 degree positions, and noticed that the collimator was partially deteched from the front two locking mechanisms. The user rotated the gantry to a safe position and retracted the pt table out from under detectors. No injuries were reported.